Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered anti-tachycardia pacing (atp) for a ventricular tachycardia (vt). The vt was at a rate of 181 beats/minute. The atp accelerated the vt into the programmed ventricular fibrillation zone and a subsequent 41 joule shock then converted the rhythm. The ICD remains in service and no adverse patient effects were reported.